Event description:
A pt underwent cataract extraction via phacoemulsification. Allegedly, metal particles/fragments came out of the handpiece and entered into the pt's surgical eye. The pt underwent an add'l procedure to remove the metal particles/fragments.